Manufacturer narrative:
Updated d4: lot number.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was good post procedure.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was good post procedure.